Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to noise that was being oversensed. It was noted that the patient does have a non-boston scientific implantable cardioverter defibrillator (ICD) and there is noise on the right atrial (ra) lead which is causing the device to pace unnecessarily. The patient was evaluated in the clinic and auto set up was ran during intrinsic and pacing and the only vector that was secondary. The non-boston scientific device was re-programmed. When programmed in secondary with 2x gain there was some myopotential oversensing and once they paced at 100bpm there was some triple counting observed. Technical services (ts) reviewed the data and noted there is change in morphology with t-wave oversensing possibly due to atrial pacing. Ts provided troubleshooting options. At this time, the electrode remains in service. No adverse patient effects were reported.